Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he believes the no delivery alarm is not working on his insulin pump. The customer also stated that his doctor requested to replace the device. No further info was provided.